Manufacturer narrative:
G4 updated to exempt.

Manufacturer narrative:
The device was returned for investigation. A visual examination under magnification of the returned ribloc (pn rbl2520) was performed. The ribloc had visible signs of general wear and discoloration. The adjustment screw had been fractured, with part of the screw head broken off. The broken screw was not returned. Since the fracture occurred at the head of the adjuster screw, it is quite possible that too much force was applied to the ribloc, either by over tightening the screw or applying too much torque with a large drill speed. No definitive conclusion can be made.

Event description:
It was reported that the ribloc low profile (rbl2520) compression screw broke. This occurred on the mayo stand away from the patient. It also occurred in the hands of the scrub tech who was manually expanding the guide. Based on the position of the guide when it broke it seems the scrub tech was over tightening. There was no adverse effects reported about the patient.